Event description:
It was reported that 10 bd insulin syringes with bd ultra-fine¿ 8mm x 31g needle experienced scale marking issues. The following information was provided by the initial reporter: the very first scale mark (zero point) is lower than it should be and it is difficult to measure the exact amount of drug injection. Even though the products are in the same box, the position of the scale marks is different.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation: customer returned (10) 0.3ml bd insulin syringes from lot# 1011576. The customer reported that the very first scale mark is lower than it should be, and it is difficult to measure the exact amount of drug injection. The returned syringes were examined, and it was observed that 1 syringe was missing a 0-unit scale marking. The remaining syringes were tested using a 0.3ml plug gauge, and it was observed that the leading edge of 1 syringe did not fall within the plug gauge spec. A review of the device history record was completed for batch# 1011576. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted for scratched print. There were two (2) notifications noted that did not pertain to the complaint. Root cause could not be determined.

Event description:
It was reported that 10 bd insulin syringes with bd ultra-fine¿ 8mm x 31g needle experienced scale marking issues. The following information was provided by the initial reporter: the very first scale mark (zero point) is lower than it should be and it is difficult to measure the exact amount of drug injection. Even though the products are in the same box, the position of the scale marks is different.